Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had issues with a spinal cord leak. The physician's notes from the revision stated the catheter was displaced.

Manufacturer narrative:
Concomitant medical products: product ID 8784 ,lserial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal baclofen 2000 mcg/ml via an implanted pump. The lot number and baclofen type were unknown/not available. The patient's medical history and concomitant medications were unknown. The pump was programmed to deliver a dose of 949mcg/day. The pump IFU (indication for use) was listed as intractable spasticity. On an unknown date, the patient was still experiencing spasticity (continued spasticity) despite a high daily pump dose. On (B)(6) 2015, the catheter was revised. It was determined the catheter was not implanted correctly. It was verified the catheter tip was not in the intrathecal space. The catheter itself had no structural issues; it was just in the incorrect anatomical location. The distal tip of the catheter was removed during surgery and a new segment was added. A priming bolus was successfully and correctly delivered as the catheter was flushed outside the patient's body (so the catheter was empty of drug) during surgery. After the revision surgery, the dose was decreased to 100 mcg/day. It was later reported the patient was doing well as of (B)(6) 2015. If additional information becomes available, a follow-up report will be submitted.